Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer was admitted into hospital due to hyperglycemia and nausea and not feeling well, on october 8, 2019 with blood glucose level 600 mg/dl at time of incident and treated with insulin through intravenous at hospital. Customer reports they did not feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated that they were tried to deliver insulin but it looks like it was not delivered and also mentioned that the insulin delivery was not recorded. Customer stated that they performed self-test on the insulin pump and it passed. Customer stated that they tried to delivery insulin and checked if the insulin delivery was going to be recorded, customer stated that the insulin pump was missing a piece. The devices will not be returned for analysis.